Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn who is calling from the cath lab that they have a patient that had a 40 cc intra-aortic balloon (iab) placed. She stated to the clinical support specialist (css) that the pump has constantly been alarming for helium loss alarms. The pump will only run for a very short time between the alarms. After some discussion, it was determined that this is most likely a leak. There is a very slight drop to the bpw baseline over a short period of time. There is no blood in the gas tubing. The css walked the rn through a leak test and the iab failed the leak test. The css explained to the rn that the iab needed to be removed. As a result, the iab was removed. Additional information received the iab was not replaced. The patient outcome was stable. No patient complications and no reported patient death or serious injury.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of leak suspected is confirmed. Upon leak testing, an external leak is confirmed from the iab bifurcate bushing adhesive. The leak would cause the reported helium loss alarms. The root cause of the leak is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the cause. Other remarks: (B)(4).

Event description:
It was reported by the rn who is calling from the cath lab that they have a patient that had a 40cc intra-aortic balloon (iab) placed. She stated to the clinical support specialist (css) that the pump has constantly been alarming for helium loss alarms. The pump will only run for a very short time between the alarms. After some discussion, it was determined that this is most likely a leak. There is a very slight drop to the bpw baseline over a short period of time. There is no blood in the gas tubing. The css walked the rn through a leak test and the iab failed the leak test. The css explained to the rn that the iab needed to be removed. As a result, the iab was removed. Additional information received the iab was not replaced. The patient outcome was stable. No patient complications and no reported patient death or serious injury.